Event description:
Summons and complaint rec'd reporting that pt began wearing a new supply of contact lenses and use of a lens care solution. Complaint states that pt replaced the lenses with a new pair each month. After approx four months, pt went to the emergency room complaining of injuries to the left eye. Complaint states pt's left eye was found to have sustained personal injuries which resulted in pt suffering pain and undergoing corneal transplant surgery to repair the damage to the left eye. No further information was provided.

Manufacturer narrative:
The product involved was not returned for evaluation and the lot number information is not known. No medical records have been rec'd and the cause of the event is not known. Based on all information, no causal factors can be determined and no conclusion can be drawn.